Manufacturer narrative:
(B)(4). A sample was returned to baxter and an evaluation was completed. The reported problem was verified in the event history log review. There were no other keystrokes, programming, or use related events that would cause or contribute to the problem. The service history review revealed no previous service events that would cause or contribute to the reported problem. Internal and external inspection was performed and no issues were noted. During the homechoice return instrument test/evaluation (rite), the device passed electrical and functional testing and was determined to meet performance specification requirements. A check of the pneumatic system found the pneumatic system working to specifications. A short simulated therapy was successfully performed. The device analysis revealed no non-conforming product that could have caused or contributed to the reported problem. The direct cause of the iipv event was false empty detect at initial drain and I-drain alarm volume was met. The device was sent to service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a high drain 101 (night drain cycle one) alarm during peritoneal dialysis therapy. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient¿s fill volume was 2300 ml and the patient drained 4997 ml. The technical services representative assisted the patient to clear the alarm and initiated a swap of the device. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.